Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05731, related manufacturer reference number: 3006705815-2021- 05732. It was reporting during the lead replacement surgery on (B)(6) 2021, the ipg battery was in surgery mode it began a 30 second countdown to repair the ipg. The battery was recovered and there were no issues,